Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws. The ge healthcare service representative confirmed the reported issue and replaced the electronic ventilator module to resolve the reported issue.

Event description:
The hospital reported that, high pressure air leak of 1 bar per/min. And the unit doesn't start up. There was no reported patient involvement.